Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
In 2007, a pt underwent a blalock-taussig shunt procedure with a thin walled gore-tex stretch vascular graft. The pt had just been closed when the vital signs began falling. A re-sternotomy was performed, and a portion of the graft was partially occluded. The thin walled gore-tes stretch vascular graft was completely removed. The physicians chose to use an arterial graft instead. The hospital is conducting pathology on the explanted graft. Gore has requested the pathology report. The physicians do not attribute this event to the device. The pt is doing fine.